Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cryo-ablation interventional procedure. The sutures of one prostyle device were successfully placed. The sheath was upsized to a 12f and the cryo-ablation procedure was completed. During the intervention, the patients actual clotting time (act) was just over 300. Reportedly post procedure, hemostasis was not achieved with the prostyle sutures even when the suture trimmer was used several times to tighten the knot. A figure of eight suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.